Event description:
Resident was lying on side in bed. The extension on the mattress was velcro fasteneal in place. The velcro was peeling away from the mattress causing a gap. The extension piece of the mattress rolled and the patient fell out of bed.